Event description:
Customer reported that instrument smelled like burning smoke. Customer unplugged the instrument. There was no report of injury due to this event.

Manufacturer narrative:
The technician turned off the instrument and burning smell and smoke was gone. The cause for why the instrument smelled like burning smoke is unk.